Event description:
Was performing aortic arch angiogram with the impress catheter with settings on the automatic injector of 700psi, 25 ml/sec, for 50 seconds using visipaque 320. Two injections were attempted, but as soon as the injection was started, the hub of the catheter disconnected from the catheter body. Two different catheters from the same lot were tried with the same result.